Event description:
Boston scientific neurovascular became aware of an event in which when the firth coil, dcs 2 mm x 3 cm, was inserted into the subject device, friction was felt at 30 cm from the hub. Attempts to push the coil out of the microcatheter with the pusher wire were not successful. After removal of the coil, a fasdasher-14 guidewire was inserted into the microcatheter and no anomalies were noted. The guidewire was then advanced from the distal tip and friction was felt at 30 cm from the hub of the carocatheter. The procedure was completed, as thrombus formed in the aneurysm. The patient was reported to be in good condition.